Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a red heart alarm associated with the green light going out on the system controller could not be confirmed through the evaluation of the submitted log files. A specific cause for this event could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023. No notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 4 of the IFU, ¿system monitor¿, states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. This section also states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are referred to as pi events and may be initiated for reasons other than true pi events. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient's arrhythmia was pre-existing, as they had their aicd implanted prior to their lvad.

Event description:
It was reported that the patient presented to the emergency department because the patient thought their automatic implantable cardio-defibrillator (aicd) flashed red/green and thought they saw a red heart alarm on their system controller. A review of their log files showed low voltage events as a result of normal battery depletion. It was confirmed that neither their lvad or ICD had alarmed, the equipment functioned as intended, and the patient was discharged home.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.